Event description:
During robotic sigmoidectomy, the physician began dissecting with the vessel sealer and proceeded to cut the mesentery which had a vessel attached to it. As the physician was cutting, the vessel sealer did not divide and seal the cut he made and the patient began to bleed. Attempts were made to stop the bleeding robotically/laparoscopically, eventually a mid line incision was performed to stop the bleeding. Device was removed from the field and sequestered for analysis with manufacturer.

Manufacturer narrative:
Device lot #: for type of device: system, surgical, computer controlled instrument. Device serial #: for type of device: system, surgical, computer controlled instrument. Unique device identifier (UDI): for type of device: system, surgical, computer controlled instrument.

Event description:
During robotic sigmoidectomy, the physician began dissecting with the vessel sealer and proceeded to cut the mesentery which had a vessel attached to it. As the physician was cutting, the vessel sealer did not divide and seal the cut he made and the patient began to bleed. Attempts were made to stop the bleeding robotically/laparoscopically, eventually a mid line incision was performed to stop the bleeding. Device was removed from the field and sequestered for analysis with manufacturer.